Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.1cm in size and located in the right middle lobe - lateral segment. Tools used for biopsy under c-arm fluoroscopy included a 21g flexision needle (8 passes), forceps (8 passes), and a cytology brush (1 pass), a bronchoalveolar lavage was also performed. The imaging modality used was c-arm fluoroscopy. The diagnosis obtained from pathology was adenocarcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 23-oct-2023, a system log review cannot be performed because the system logs are not available.